Manufacturer narrative:
The insulin pump alarmed with a button error and two of the buttons were unresponsive due to corroded keypad traces. The pump was also received with minor scratches on the display window, cracked reservoir window, cracked battery tube threads, and a broken belt clip slot. (B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 141 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that the pump was in her bra. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.